Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had low vacuum failure alarm. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1 (event site postal code: (B)(6). A getinge field service engineer (fse) observed that system it is showing low vacuum and system failure alarm. Checked the system problem found with drive manifold assembly. Fse replaced new drive assembly and then checked all functional tests then checked with demo balloon and trainer it is working fine and ready to use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had low vacuum failure alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a